Event description:
Pt was not getting stimulation in proper area. Stimulator removed and replaced with another. 2nd lead implanted without any stimulation per physician. 3rd lead implanted with out stimulation to desired area. 3rd lead removed.